Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date in 2019 with blood glucose of unknown. Customer¿s current blood glucose level was above 500 mg/dl. Customer was not using her insulin pump for about 2 weeks and had already started process of returning it because it had her stomach sore. The device will not be returned for analysis.